Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported the tibial articular surface provisional broke after the trialing process while removing the provisional from the joint space. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated report: 0001822565-2017-01765. Concomitant medical products: ps tibial articular surface provisional left size 6-9 ef top, catalog# 42517400710, lot # 62511942. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tibial articular surface provisional (tasp) has fractured on the lateral side of the post. DHR was reviewed and no discrepancies were found. Tasp top components and standard tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. Surgical notes were not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.